Manufacturer narrative:
Details of complaint: the customer reported on (B)(6)2020 that the bedside monitor (bsm) did not alarm for spo2. The customer also reported that the spo2 readings went down to 33 and stayed there for a while, but central nurse's station (cns) did not alarm, even though the readings had gone below the threshold. The incident occurred 11/26/2020 between 10:00 am and 11:00 am. Nk ts assisted the customer to go to tabular trends on the cns to identify the specific time it occurred however the tabular trend data did not go back far enough in time to verify anything. Ts asked the customer to collect and send the remaining available log files from the cns (event log output and crash dump output). Further communication with the customer identified that they were able to resolve the issue by power-cycling the bsm. Service requested / performed: review of cns logs / troubleshooting: the customer provided the log files from the cns for nkc to investigate, however, they only had data going back to 03:45am of 11/27/2020, and the data did not go back to the time of the reported event. The nkc investigation was inconclusive. Investigation summary: during a follow-up, the customer was asked if the alarm was missed at the bedside monitor, cns, or both. It only alarmed at the bsm. This indicates that there was still detectability at the bedside monitor. As such, the overall risk of this event is determined to be medium. The cause could not be identified since the necessary information for the investigation could not be obtained. Based on the available information, a definitive root cause could not be identified. However, since there was no cns data of the event, it is possible that the cns was not properly linked/connected with the bsm. Tabular trend is saved on the cns for 120 hours. Since the customer was only able to go back as far as 3:45 am of 11/27/2020, this suggests that the cns was not properly connected with the bsm to record the data, which would also cause it to not alarm. Per sop07-003, no CAPA is required as the overall risk rating of the event is medium. The quality event does not warrant a corrective action. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: pu-681ra serial #: (B)(6) additional information: b4 date of this report d10 concomitant medical products g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the spo2 did not alarm. A nurse in the intensive care unit (ICU) stated that the parameter went down to 33 and it stayed there for a while and it did not alarm. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the spo2 did not alarm. A nurse in the intensive care unit (ICU) stated that the parameter went down to 33 and it stayed there for a while and it did not alarm. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The biomedical engineer reported that the spo2 did not alarm. A nurse in the intensive care unit (ICU) stated that the parameter went down to 33 and it stayed there for a while and it did not alarm. No patient harm was reported.